Event description:
It is reported that the patient was revised due to the neck dislocating from the femoral stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.